Event description:
Healthcare professional reported right side rupture and 'poland syndrome' per patient medical history, not related to the device. Device remains implanted.

Manufacturer narrative:
Continued h.6 health effect impact code: f2203 imaging required. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and 'poland syndrome' per patient medical history, not related to the device. Device remains implanted.

Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken assessed as a surgical impact opening. (Shell thickness within spec) and missing shell observed assessed as inconclusive. ¿ anxiety-product/procedure: unable to observe since it is not related to the device. Additional observations: ¿ stress marks observed on the device. No further actions are required as the device was implanted.